Event description:
The user facility reported that with a patient positioned on their 5085 surgical table, the leg section and x-ray top dropped down causing a procedural delay. The procedure was completed successfully on the same table. No report of injury.

Manufacturer narrative:
The steris service technician arrived onsite to inspect the table and found the possibility that the leg section of the table was never fully inserted correctly prior to use, which was completed by the user facility. The leg section was tested several times and stays mounted and locked when inserted correctly. The 5085 surgical table operator manual states (pg 1-2.) "When installing any table accessory, check for correct attachment and tighten securely (if appropriate). Do not use a worn or damaged accessory. Check installation before using any accessory." The 5085 surgical table operator manual states (pg 1-3) "warning - personal injury and/or equipment damage hazard: patient or operator injury may result if the operator of this table is not completely familiar with the controls for patient positioning and table operation." The table was tested, confirmed operational and returned to service. Steris account manager has counseled the customer on proper table installation and plans to have an additional in-service training session with additional staff members.

Manufacturer narrative:
UDI related data quality updates only - alignment with gudid.